Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch teststrips. Meter code: 7. Strip code: 7. Strip storage: unk. Symptoms: no symptoms reported. A pt reported they were called 911. Their meter allegedly was inaccurately high. The result on their meter was 382mg/dl. The result on the emt meter was 124mg/dl. The time difference between pt's meter and emt meter was less than 10 mins. Treatment was unk. No further info has been reported.